Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had appropriately stored a non-sustained vt event that showed an odd complex after the bi-v pacing pulse. The complex was not oversensed but fell into the ventricular pace refractory period. The patient was brought into the clinic for further testing. The capture threshold during the in-clinic check was normal. Loss of capture on rv lead was suspected during the episode. The patient was asymptomatic. Further lead testing and device reprogramming was recommended.